Manufacturer narrative:
New information provided.

Event description:
It was reported that approximately seven years post filter deployment some detached filter limbs were discovered. The filter and detached limbs were removed; although, one detached filter limb remains in the patient. No other information has been provided; the patient status at this time is unknown.

Manufacturer narrative:
No medical images have been made available to the manufacturer. The investigation of the reported event is ongoing. Medical records received and reviewed. Based on the medical records provided: a vena cava filter was successfully deployed without incident for a history of pe. Approximately seven years post filter deployment, a CT scan demonstrated a filter limb extending into the lumen of the abdominal aorta with no adjacent inflammatory changes, fluid, or contour abnormalities of the aorta. The CT scan also demonstrated a linear high density structure in the heart. An abdominal x-ray was performed and demonstrated three detached filter limbs: one in the heart and two in the ivc adjacent to the filter. The x-ray also demonstrated filter tilt, and filter limbs penetrating outside the caval wall with one limb penetrating into the abdominal aorta. Approximately three weeks later, the filter and one detached limb in the ivc were successfully captured and retrieved; however attempts to capture and retrieve the detached limb in the heart and other limb in the ivc were unsuccessful. Hemostasis was achieved and patient tolerated the procedure well without complications. Five days post filter retrieval, surgery was scheduled to remove the filter limb from the heart and to repair the tricuspid valve. A right thorascopy was performed, and a small anterior thoracotomy incision was made. A right femoral cutdown was performed and the artery was found to be small; therefore the left femoral artery was cut down upon. Access was gained into the bilateral femoral arteries for cardiopulmonary bypass and aortic endoballoon insertion. The detached filter limb in the heart was removed successfully without damaging any subvalvular structures. A tear in the posterior leaflet of the tricuspid valve was repaired, providing a complete watertight tricuspid repair. The patient was fully weaned from cardiopulmonary bypass, and dual temporary pacing wires and a chest tube were placed. Hemostasis was achieved and patient tolerated the procedure well without any complications. Five days post surgical procedure; patient was asymptomatic and discharged home from the hospital. The medical records provided did not report any additional attempts to retrieve the detached filter limb in the ivc. (B)(6).

Event description:
Additional information based on medical records: it was reported that a vena cava filter was deployed successfully for a history of pe. Approximately seven years post filter deployment, a CT scan and diagnostic imaging demonstrated a tilted filter with multiple limbs perforating the ivc wall. Three detached filter limbs were identified; two filter limbs in the ivc and one limb in the heart. The filter and one detached limb in the ivc were successfully retrieved; however despite multiple attempts made the other two detached limbs remained in place. Five days later, an open surgical procedure with cutdowns was performed; the detached limb in the heart was removed successfully and the tricuspid valve was repaired. Patient was hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
Medical records were provided. CT imaging demonstrated one leg of an ivc filter appears to be extending into the lumen of the abdominal aorta approximately seven years after implantation. A linear high density structure was allegedly found in the region of the right atrium. Allegedly follow-up imaging demonstrated two detached fragments within the ivc and one fragment within the heart. Reportedly, all the legs penetrated outside the caval wall, one penetrating into the abdominal aorta. It was further alleged that the filter was tilted with the tip possibly embedded into the wall of the ivc. Approximately three weeks later, an attempt was allegedly made retrieve the filter using a recovery cone. Several unsuccessful attempts were made; however, a snare was used to retrieve the filter successfully. Allegedly attempts were made to retrieve all three detached limbs; however, only one fragment from the ivc was able to be removed. Five days later, surgery was allegedly performed to remove the filter limb from the heart and repair the tricuspid valve. Based on the medical record review, the investigation is confirmed for limb detachment, perforation of the ivc, filter tilt, and difficult to remove. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: perforation or other acute or chronic damage of the ivc wall. Filter malposition. Filter tilt. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode of this corporate lot number. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. Based upon the available information the definitive root cause for this event is unknown.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up was made with the outside counsel to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The outside counsel was unable to provide any additional details at this time. However, because this event is currently the subject of litigation, we also reviewed materials obtained through the litigation process in an effort to provide the additional details being sought, and incorporated the relevant information disclosed in those materials wherever available. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was successfully deployed without incident for a history of pe. Approximately seven years post filter deployment, a CT scan demonstrated a filter limb extending into the lumen of the abdominal aorta with no adjacent inflammatory changes, fluid, or contour abnormalities of the aorta. The CT scan also demonstrated a linear high density structure in the heart. An abdominal x-ray was performed and demonstrated three detached filter limbs: one in the heart and two in the ivc adjacent to the filter. The x-ray also demonstrated filter tilt, and filter limbs penetrating outside the caval wall with one limb penetrating into the abdominal aorta. Approximately three weeks later, a filter retrieval procedure was performed. Initial attempts to retrieve the filter using a cone retrieval device were unsuccessful. A snare device captured and retrieved the filter and one detached limb in the ivc successfully; however, attempts to capture and retrieve the detached limb in the heart and other limb in the ivc were unsuccessful. Hemostasis was achieved and patient tolerated the procedure well without complications. Five days post filter retrieval, surgery was scheduled to remove the filter limb from the heart and to repair the tricuspid valve. A right thorascopy was performed, and a small anterior thoracotomy incision was made. A right femoral cutdown was performed and the artery was found to be small; therefore the left femoral artery was cut down upon. Access was gained into the bilateral femoral arteries for cardiopulmonary bypass and an endoballoon. The detached filter limb in the heart was removed successfully without damaging any subvalvular structures. It was felt that it was removed in its entirety but was embedded in subvalvular structures and that if anything was left behind, it would be left alone as the risk of trying to find it would outweigh the danger of it being left there. A tear in the posterior leaflet of the tricuspid valve was repaired, providing a complete watertight tricuspid repair. The patient was fully weaned from cardiopulmonary bypass, and dual temporary pacing wires and a chest tube were placed. Hemostasis was achieved and patient tolerated the procedure well without any complications. Five days post surgical procedure; patient was asymptomatic and discharged home from the hospital. Approximately four months post filter retrieval, a CT scan demonstrated postop changes at the anterior right chest and heart margin with metallic densities present. The ivc filter was no longer identified and there was a tiny metallic density focus residual at the ivc wall. Approximately 10 months post filter retrieval, a CT scan demonstrated a linear metallic density measuring 15 mm in length suggestive of a residual filter fragment along the posterior aspect of the ivc just below the level of the right renal vein. This appeared extrinsic to the ivc and was of doubtful clinical significance. Image/photo review: based on the images provided, the identity of the filter cannot be confirmed. Based on the images provided, filter tilt, two detached filter limbs and filter limb perforation can be confirmed. Based on the images provided, a long radiopaque density in the heart was removed and successful filter removal can be confirmed. Conclusion: the device was not returned. Medical records and images were provided. CT imaging demonstrated one leg of an ivc filter appears to be extending into the lumen of the abdominal aorta approximately seven years after implantation. A linear high density structure was allegedly found in the region of the right atrium. Allegedly follow-up imaging demonstrated two detached fragments within the ivc and one fragment within the heart. Reportedly, all the legs penetrated outside the caval wall, one penetrating into the abdominal aorta. It was further alleged that the filter was tilted with the tip possibly embedded into the wall of the ivc. Approximately three weeks later, an attempt was allegedly made retrieve the filter using a recovery cone. Several unsuccessful attempts were made; however, a snare was used to retrieve the filter successfully. Allegedly attempts were made to retrieve all three detached limbs; however, only one fragment from the ivc was able to be removed. Five days later, surgery was allegedly performed to remove the filter limb from the heart and repair the tricuspid valve. Based on the medical record review, the investigation is confirmed for limb detachment, perforation of the ivc, filter tilt, and difficult to remove. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven years post filter deployment some detached filter limbs were discovered. The filter and detached limbs were removed; although, one detached filter limb remains in the patient. No other information has been provided; the patient status at this time is unknown. Additional information based on medical records: it was reported that a vena cava filter was deployed successfully for a history of pe. Approximately seven years post filter deployment, a CT scan and diagnostic imaging demonstrated a tilted filter with multiple limbs perforating the ivc wall. Three detached filter limbs were identified; two limbs in the ivc and one limb in the heart. The filter was retrieved successfully with difficulty. One detached limb in the ivc was successfully retrieved; however despite multiple attempts made the other two detached limbs remained in place. Five days later, an open surgical procedure with cutdowns was performed; the detached limb in the heart was removed successfully and the tricuspid valve was repaired. Patient was hemodynamically stable at the conclusion of the procedure.